Event description:
It was reported through the watchman patient call center that an access site bleeding event occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. The patient was taken off eliquis and prescribed plavix and aspirin post procedure. Approximately a week and a half post implant, the patient had bleeding at the access site for four (4) days and needed to have the bleeding cauterized to stop any further bleeding. At an unknown date post procedure, the patient also experienced a tia. The patient is scheduled to follow-up with his physician.